Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced unintended rib stimulation. X-rays indicated the lead had migrated. Surgical intervention was undertaken on (B)(6) 2016 to address the issue. During the procedure, the physician inadvertently cut the lead. As a result, the lead was explanted and replaced. Effective stimulation was restored post-operatively.